Manufacturer narrative:
The customer reported on (B)(6) 2023 "temp probes on temp sensing foleys are easily detaching from the port, exposing the wires and causing inaccurate temperature readings". It is unknown, but likely that due to this, a new foley was placed. No injury or additional medical intervention was reported at this time. A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Temperature probes detaching from port of foley catheter.